Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single use loading unit contained the full complement of staples. The clinical instrument was received. The loading unit was loaded into the instrument and applied to test media. The staple line was properly formed. However, the reported condition can occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hand assisted lap right hemicolectomy procedure, the device had poor staple formation and staple s fell into patient's cavity while closing of the common enterotomy outside of the body. The surgeon stated that the staples did not form in the tissue and all of it just fell into cavity after firing. He had to pluck each one out, resected and re-stapled. Another device was used to complete the procedure. No patient injury.